Event description:
It was reported that the patient went into the hospital for patient alert, and the physician noted that since 22-nov-2005 the high voltage lead impedance was between 50-300 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient went into the hospital for patient alert, and the physician noted that since (B)(6) 2005 the high voltage lead impedance was between 50-300 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported via scientific literature that there were recurrent findings of low shock impedance. Following lead replacement while being skin sutured, the patient complained of chest pain. Blood pressure decreased, and an urgent coronary artery angiography showed spasms of the left main artery. All spasms resolved after contrast dye injection, with complete normalization of the surface electrocardiogram. Follow-up was attempted to obtain further details, with no reply to date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Mascioli, "coronary artery spasm as a cause of st elevation and inappropriate implantable cardioverter defibrillator intervention", j cardiovasc med;8:1055-1057. Evaluation summary (B)(4) defib conductor fractured; full lead returned for analysis.